Event description:
This is a female with newly diagnosed hepatitis. She went the following month for a liver biopsy and when it was being done the instrument -needle biopsy- failed to grab the specimen. They had to try again with another biopsy instrument and this time it worked well.